Manufacturer narrative:
(B)(4). The device was discarded by the customer. Therefore, an analysis cannot be performed. Method: no testing methods performed. (B)(4). This device is used for therapeutic purposes.

Event description:
It was reported that during insertion, while in the patient, the two pieces of the device came apart and the customer was unable to place them back together. The fragment(s) were successfully retrieved. A replacement device was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.